Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Since the patient was diagnosed with vulvar cancer and had a radical vulvectomy with proximal urethrectomy, the sling was used as support for the remaining urethra. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2011 and (B)(6) 2012 due to erosion, pain.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterine prolapse, rectocele, cystocele, enterocele and stress urinary incontinence. It was reported that patient underwent removal of vulvar cancer and partial mesh removal on (B)(6) 2010. No additional information was provided.